Manufacturer narrative:
The complaint of a detached surecuff is confirmed; however, a determination of the mechanism of damage is undetermined at this time. According to the complaint incident report contained in this file, "the doctor found that the cuff had grew into tissue and separated from the catheter." Upon receipt the surecuff has detached from the catheter. A slight impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 2 inches distal to the bifurcation site. The heat/sleeve surecuff shows a large amount of blood and tissue residue imbedded in the dacron material. No other damage to the catheter was observed. A lot history review (lhr) of revf1242 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the pt had a dialysis catheter implanted, left internal jugular vein. Successful finish 10 times dialysis. On (B)(6) 2012, pt found that the catheter was out of the position 5cm and lots of blood in bed when he was going to sleep. Pt went to hospital promptly, doctor found that the cuff had grew into tissue and separated from the catheter. Therefore, the doctor had to extract the catheter and implant a new dialysis catheter from femoral vein.